Event description:
It was reported that a loose stem was discovered during a revision of the durom acetabular component. The revision of the durom acetabular component was reported with manufacturing number 9613350-2011-00855.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The revision of the durom acetabular component was reported with manufacturing number 9613350-2011-00855. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).